Event description:
The customer reported that the device does not operate on ac power and does not charge the internal battery. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio will replace the power supply assembly and then return the device to the customer for use.